Event description:
It was reported that the patient hit her head. It was also noted that the patient's device was not working. It was unknown if these were connected. It was noted that the battery was low and the light was blinking green. Nine days later, the patient noted a loss of therapeutic effect and no stimulation sensation following bumping her head. Since that time, the stimulation had stopped working. All impedances were normal except for one electrode. The patient wanted the device explanted. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).